Event description:
Reporter stated the customer changed her infusion set at 12:00 p.m. On (B)(6) 2014, and her blood glucose was 8.3 mmol/l at the time. She forgot to test her blood glucose and did not deliver a bolus. Her blood glucose increased to 24.0 mmol/l at 4:00 p.m., 30.0 mmol/l at 5:00 p.m., and 28.0 mmol/l at 6:00 p.m., and she delivered insulin each time. She felt sick and vomited, and she was taken to the hospital at 3:00 a.m. On (B)(6) 2014. She was diagnosed with diabetic ketoacidosis and treated with an insulin drip. She believes this event was caused by the infusion set. The alleged products were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).